Event description:
The patient contacted animas on (B)(6) 2012 reporting issues with managing blood glucose levels resulting in blood glucose from 1.5 mmol/l to 28 mmol/l. The patient stated that blood glucose levels upon waking were in the 18-28 mmol/l range; the patient denied having any symptoms associated with the elevated blood glucose levels. The patient stated that he corrected with the pump and blood glucose levels would respond but then would rise again. The patient reportedly corrected for blood glucose levels and increased basal rates for 12 am and woke up the following morning with a blood glucose of 1.5 mmol/l with shakiness. Troubleshooting of the blood glucose excursions indicated that the patient was editing basal rates almost daily without conferring with a health care professional. No mechanical issues were found with the pump and the pump appeared to be delivering as programmed. The patient also indicated that there was a large variation in activity levels and these variations had a large impact on blood glucose levels. The patient reportedly only used his stomach for infusion sites but the sites appeared to be working as blood glucose levels responded with correction boluses. Customer support advised the patient to review pump settings and site rotation with a health care professional for recommendations. This report is made based on the allegation that the patient experienced erratic blood glucose which was contributed to by adjusting rates without health professional assistance, large variation in activity levels, and potential site issues.

Manufacturer narrative:
(B)(4): the total daily delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. The pump passed 29 hour flow accuracy test and was found to be delivering within the required specifications. There was no functional defect found with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient stated that he was making changes to the basal rates almost daily without conferring with a health care professional which may have contributed to the patient's blood glucose excursions. No conclusions can be made at this time.